Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had reset when going through the elevator threshold and then the display shows blank. As a result, the pump was restarted and continued to operate normally. The field service agent (fsa) was called in to service the pump. The fsa could not replicate the problem and all connections and grounding lugs were checked to ensure none were loose. The pump passed functional checklist and performed to spec. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the "system reset power unintentionally during transport" is not able to be confirmed. The field service agent checked the pump and could not replicate the problem. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had reset when going through the elevator threshold and then the display shows blank. As a result, the pump was restarted and continued to operate normally. The field service agent (fsa) was called in to service the pump. The fsa could not replicate the problem and all connections and grounding lugs were checked to ensure none were loose. The pump passed functional checklist and performed to spec. There was no report of patient complication or serious injury and death.